Manufacturer narrative:
Manufacturer investigation results on retained samples. Device not returned to manufacturer.

Event description:
After blood collection, the technician attempted to engage the safety mechanism, but the needle did not retract fully, resulting in needle stick injury to the tech, no further information was provided. Several incidents reported on same day, other lot related 13h07.